Event description:
A report was received that the patient's pain was getting worse. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50 cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the physician elected to replace the old ipg and the leads with new ones. The leads were also moved for coverage. Moreover, the patient's pain was a preexisting pain. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's pain was getting worse. The patient will undergo a revision.